Event description:
The user facility reported that they encountered positioning issues during impella cp support. The echocardiogram (echo) measured pump at 5cm, and the slack was pulled back and left at 4.1cm. The heart was slightly rotated and the impella was angled toward the mitral valve (mv). Thus, an attempt was made to rotate the pump under echo but the team was unable to so. A few hours later, another echo was obtained and the pump was pulled back another 0.5 cm and they attempted to angle it away from the mv, however, the issue persisted and they were unable to do so. Patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. No device was returned for review. The root cause of positioning issue was most likely patient condition related since the heart of patient was rotated.